Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller wanted to know if any other reprogramming can be done on the implantable cardiac monitor to see premature ventricular contractions. The blanking and decay delays were set to the shortest values, and sensitivity to the most sensitive value. The device is still in use. No patient complications have been reported as a result of this event.